Event description:
Report received of an incorrect number displaying on the pump screen. The device was return to the biomedical engineering department with an unsigned note that stated, "when you press the #5 key, it shows #6 on the screen. During set-up, not on a pt." During testing at the user facility, after the number 5 key was pressed on the device, the number 6 was displayed on the display screen. There were no reports of any adverse pt events while the device was in clinical use. The customer reported there was no pt involvement.